Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint of "tissue pad fractured". The instrument was found with teflon pad damage. Missing material at the tip, approximately 0.07¿ x 0.04¿, was not returned. The teflon pad was also found to no longer be fully seated on the clamp arm.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the tissue pad of the harmonic ace instrument fractured. There was no report of fragments falling inside the patient. The procedure was completed with a backup da vinci instrument of the same kind, and there was no reported injury.